Event description:
Event: bilateral graft limb stenosis and fem pop (right leg), pt experiencing lower extremity neurological deficit. Event narrative: the pt has an extremely diseased arterial system. During the course of the procedure the jacket guard lodged in the graft limb but this was resolved by separation of the delivery catheter handle, as per the IFU. Bilateral graft limb stenosis was resolved with a thrombectomy catheter. The graft was successfully implanted. After implantation a right fem pop was performed. The pt is reported to be experiencing neurologic lower extremity deficit with some sensation in their legs.